Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. A device tracking form was received by the manufacturer which indicated that a pump exchange was performed. A specific cause for the exchange was not noted.

Manufacturer narrative:
A root cause for the patient's infection could not be determined through this evaluation. A full analysis of the device could not be conducted because the device was not returned to the manufacturer for examination. However, the manufacturer's approved labeling lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that the pump was exchanged for infection.